Event description:
On (B)(6) 2011, I received a zimmer unicompartmental knee replacement. The following part and lot numbers will be included. I never walked correctly nor without pain since surgery. Currently, the cement is gone and the plate has lifted off. On monday (B)(6) 2013 I will be having the implant removed as it has failed. There is currently infection and possible in that knee. I will know more of the damage after the surgery. A total knee is now required but if there is an infection, I will not have a knee for six weeks. Nexgen complete knee solution all poly patella standard size 29 9.0mm thickness 6182309 edi 00597206529 ref 5972-65-29. Gender solutions patello femoral joint system. Patello femoral trochlea component sie 1 right. Lot 61527273 edi 00592601102 ref 005926-011-02. Palaco r&g radiopaque bone cement with germination lot 72574281 cat no 00-1113-140-01.